Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six bursts of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks during an episode of atrial driven arrhythmia. Therapy was exhausted during this episode. A boston scientific technical services consultant reviewed the recorded episode and suggested reprogramming options to avoid having inappropriate therapy in the future. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six bursts of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks during an episode of atrial driven arrhythmia. Therapy was exhausted during this episode. A boston scientific technical services consultant reviewed the recorded episode and suggested reprogramming options to avoid having inappropriate therapy in the future. This device remains in service. No additional adverse patient effects were reported.